Event description:
The customer reported a falsely elevated magnesium result generated on the architect c8000 analyzer on a patient. Results provided: initial 5.97 mg/dl, repeat 1.9 mg/dl (reference range: 1.6-2.6 mg/dl) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
During the subsequent site visit by the field service representative (fsr) the analyzer was inspected, and a clogged r1 probe was observed. The fsr resolved the issue by replacing the drain assembly which resolved the issue. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the troubleshooting performed by the fsr the architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for erratic results, including, but not limited to the troubleshooting performed by service. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer reported a falsely elevated magnesium result generated on the architect c8000 analyzer on a patient. Results provided:initial 5.97 mg/dl, repeat 1.9 mg/dl (reference range: 1.6-2.6 mg/dl) no impact to patient management was reported.